Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range and there was oversensing due to non-physiologic signals/sic (sensing integrity counter); 1437 v-sics since last session 4.9 days ago; 17 non-sustained episodes with v-v intervals less than 220 milliseconds from (B)(4)-2016. Lead failure predictor triggered on (B)(4)-2016 for v-sics and non-sustained episodes. Right ventricular pace impedance steady at approx. 570 ohms through (B)(4)-2016, rises out of range starting (B)(4)-2016. (B)(4)

Event description:
It was reported that the right ventricular (rv) lead had a possible fracture, high impedance, and oversensing. The rv lead was capped and replaced two days later. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.